Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis procedure, the case was converted to open laparotomy due to the patient¿s anatomy. The surgeon had not initially planned to convert to open laparotomy, but the number of adhesions in the patient's thoracic cavity prevented access for what the surgeon needed to be done. The robotics coordinator stated the conversion was unrelated to any da vinci instrumentation or accessories. The patient tolerated the conversion well and the procedure was completed.

Manufacturer narrative:
Based on follow-up information obtained from the site's robotics coordinator, the cause of the conversion to open surgery was due to patient anatomy (i.e. Significant number of adhesions). There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use devices were used in subsequent procedures after the event date with no reported complaints and had lives remaining: endoscope 30 degree, fenestrated bipolar forceps, and tip-up fenestrated grasper. A large suturecut needle driver had lives remaining but was not used in subsequent procedures. A synchroseal and sureform 45 stapler instruments are single-use and therefore none of these instruments were used in subsequent procedures.